Event description:
Caller reported patient blood glucose results of 326 mg/dl, 419 mg/dl, and 399 mg/dl on inform system 1, 152 mg/dl on inform system 2 within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for inform system 1. Please see medwatch with (B) (4) for report on inform system 2.